Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The aortic neck was reported to be tortuous. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The appropriate needles, guidewires, and sheaths were utilized. The femoral arteries were isolated and cannulated. A 16 french sheath was inserted through the left femoral artery and a 22 french sheath was inserted through the right femoral artery. The delivery catheter was inserted over the lunderquist wire through the right sheath, but could not be advanced into the neck of the aneurysm. As the delivery catheter was withdrawn, the patient became hypotensive and obtuned. The delivery catheter was completely removed, and the decision was made to convert the patient to open surgical repair. A midline incision was made, and a retroperitoneal hematoma was isolated and entered. It was reported that there was a rupture of the anterior portion of the infrarenal aorta, possibly caused by a guidewire. The neck of the aneurysm was clamped, and direct pressure was applied to the aneurysm unit volume resuscitation was performed and the patient's blood pressure normalized. The aneurysm sac was opened, and the lumbar vessels were ligated. An 18 mm dacron graft was anastomosed to the proximal aorta and to the iliac arteries with good hemostasis. There was extensive plaquing of the right common femoral artery, and the arteriotomy site had been ripped with placement of the 22 french sheath; therefore, a hemashield patch was sewn in place. Doppler revealed pedal pulses on the right side, but not on the left. Arteriography of the left lower extremity revealed extravasation of unknown etiology from the posterior tibial artery with no swelling. The incisions were closed. The patient is reported to be fine. Evaluation summary: analysis of the returned device has been completed. The graft cover had mild folds along its length. No manufacturing anomalies were noted. There is no allegation from the field that the device malfunctioned.